Manufacturer narrative:
Reported event: an event regarding revision for unspecified reason involving an unknown hip implant was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised for unspecified reason. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In providing usage sheets for the patient's left side, one of the sheets has a note "(B)(6) 2010 cup tritanium 66h". The first reported revision for this patient's left hip gives a date of implant as (B)(6) 2011 and explant on (B)(6) 2014. Rep acknowledged that the (B)(6) 2011 procedure would have been a revision of stryker implants. Rep was not present for the 2010 or 2011 procedures, does not know the reason for revision, and confirmed that no further information will be released by the hospital or surgeon.